Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This event was previously submitted under ethicon MDR summary reporting exemption e2013037. Initial psr reporting period: december 1, 2016 through january 31, 2017 psr submission number: 2210968-2017-00097. Psr report identifier: 2210968-2016-36449. All event details will now be captured via this emdr report number.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2008 and mesh was implanted. It was reported that patient underwent revision on (B)(6) 2017 due to erosion and chronic pelvic pain. It was reported that patient underwent revision on (B)(6) 2017 due to recurrent cystocele and rectocele. No additional information was provided.